Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage on electronics noted during testing. The insulin pump was received with scratched display window and cracked battery tube threads.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 493 mg/dl at the time of incident. The customer stated that she reverted to back-up plan. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.